Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. An alcon representative performed an on-site assessment and was unable to confirm or replicate the reported event. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a main shutter error during cataract surgery in the unknown eye when the surgeon attempted to activate the laser by pressing the pedal. The system was rebooted, and the procedure was completed. No patient harm was reported.